Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an increased airstream temperature (high temperature alarm) was found in the device's downloaded error log. The device's outlet flowpath thermistor was replaced to address the issue.